Event description:
Per the clinic, on (B)(6) 2013, the patient was taken to the operating room for abutment exchange. At the time of abutment exchange infection was reportedly present at the site and the patient was prescribed oral antibiotics (type, dosage, and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.